Event description:
The facility representative contacted baxter to report an infusor pump in which intermittently stops pumping. Information was provided that the problem occurred during programming/set up of the pump. No patient injury, adverse event or medical intervention associated with this report. Although baxter attempted to obtain information, details were not available regarding this event. During baxter evaluation, constant alarm occurred a couple of seconds after attempting to run the pump causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause of the constant alarm was a faulty motor. The motor was replaced.a follow-up medwatch report will be submitted if additional information becomes available.